Event description:
It has been reported that the aspiration catheter shaft broke during the procedure. Inserted the occlusion balloon wire into the patient's saphenous vein graft and inflated to 4.5mm and performed the stent procedure, able to aspirate twice and removed particulate. The physician attempted for the third time to aspirate in the middle of the saphenous vein graft and the aspiration catheter broke inside the patient near the proximal end where the wire lumen is attached to the catheter, (wire exit junction). The physician had no resistance felt while advancing the device and device was not kinked. The physician was able to remove the broken part of the catheter from the patient without surgical intervention. The patient is reported to be fine.